Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal clevis to exhibits charring and localized melting on the outer surface of one ear. The yaw pulley also exhibits charring near where the cable crimp is installed. The damage is indicative of an arcing event. Additional observations are a damaged conductor wire and broken ceramic sleeve. The conductor wire has a section with missing insulation at the yaw pulley. The bare wire is exposed, creating a path for arcing. The distal end of ceramic sleeve is broken off and the sleeve broke where it changes diameter. Based on these finding it is likely that the damage to the wire and sleeve are due to mishandling/misuse. No other damage found.

Manufacturer narrative:
Multiple attempts with the site have been made, however, at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if additional information is received.

Event description:
It was reported that during a da vinci s surgical procedure, arcing was observed to have come from the permanent cautery spatula instrument. No patient harm was reported. The site reported that the procedure was successfully completed. Since this report was originally received, several attempts have been made to gather additional information without success.